Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 120, 199, 20, 97, 132 and 72 mg/dl within 10 mins. The results when plotted on a parkes error grid fell into a "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.